Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that noise was observed on the ventricular lead. The lead was explanted and replaced.

Event description:
Health professional reported an alleged leak in the port or tubing section of a lap-band. The port will be available for return. Follow-up findings: explant surgeon will not provide additional information to allergan without patient's written consent.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.